Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: thoraco/lung biopsy. According to the reporter: a leak was detected after surgery. The leak was repaired with additional tissue resection and suturing of the staple line I a f/u procedure.